Event description:
The device was used during a bullectomy procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
10/16/1997-supplement #1 sent to FDA.